Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be due to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional (B)(4) device referenced in b5 is filed under separate medwatch report number (B)(4).

Event description:
It was reported that a patient presented with grade 4+ mixed mitral regurgitation (mr) and a rotated heart for a mitraclip procedure. During the deployment sequence, the xtw clip (31026a2087) opened during establish final arm angle (efaa) before the lock line was removed. The clip was closed and had opened to 20-30 degrees going from a neutral knob position with the arm positioner. Troubleshooting was performed, but the clip continue to open. The clip was removed and a replacement xtw clip (31101r1037) was opened. During placement of the replacement xtw clip there was no improvement of mr grade (4+ to 4+), and there was evidence of leaflet damage after use. An additional clip was planned, but not used due to concerns with the leaflet integrity. Surgery was consulted and it was determined that intervention was not required. The steerable guide catheter (sgc) was removed and the case was aborted. There was a delay, but it was not clinically significant.